Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-06077. (B)(6) clinical study. It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient was presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure were performed. Target lesion #1 was a de novo lesion located in the saphenous vein graft (svg) to distal right coronary artery (rca) with 95% stenosis and was 10mm long with a reference vessel diameter of 4.5mm. Target lesion #1 was treated with direct placement of a 4.00x16mm promus element plus stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the distal svg to distal rca with 90% stenosis and was 10 mm long with a reference vessel diameter of 4.00 mm. The target lesion #2 was treated with direct stent placement using a 3.5 x 16 mm promus element plus stent resulting in 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with chest pain and a 3.5 x 16 mm synergy drug-eluting stent deployed in the saphenous vein graft to distal rca. In (B)(6) 2016, the patient presented to emergency room (ER) complaining of chest pain and was referred for cardiac catheterization. The following day, coronary angiography was performed and the 95% stenosis in the proximal portion (isr of the study stent and conservatively isr of the 3.5x16mm synergy implanted on (B)(6) 2016) was treated with pre-dilation and placement of 4.00x20mm synergy drug-eluting stent with 0% residual stenosis. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.